Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the jaws were somewhat burnt and bloody. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specs during several device activations, it did not remain activated or self-activate. Based upon the functional test, the reported complaint "overheated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro endoscopic vessel harvesting system overheated and almost burned the pt's vein. It was reported that the pt's vein was not burned. A replacement unit was used to complete the procedure. The hospital reported no other pt effects. The product was returned.